Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The information from this failure analysis was received on (B)(4) 2011 and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the fiber jacket exhibited characteristics that would corroborate the customer's initial report that the fiber was forced into the wrong scope. The fiber cap detached and the fiber was broken proximal to the fusion zone. There was no evidence that the fiber was used. The metal and glass cap was not returned. The fiber cap detachment will result in forward firing. The joules verified on the fiber card were 25,900 joules. The root cause of the device failure was determined to be a customer handling issue.

Event description:
It was reported by a customer on (B)(6) 2011, the physician forced the fiber in the wrong scope at 0 joules. No pt injury was reported.